Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient required medical intervention to treat the thrombosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information via a clinical trial that a patient with a 23mm pericardial aortic valve was found on echo to have valve thrombosis after an implant duration of 2 years, 2 months. The patient was treated with the blood thinner coumadin and the outcome was noted as resolved. At 4 year follow up, the thrombus returned and it was recommend to resume coumadin or xarelto indefinitely. Per obtained medical records, at initial avr, the 23-mm valve was easily implanted without any incident. Postop echocardiogram showed no evidence of any ai, and resolution of underlying aortic valvular stenosis, and preserved wall motion and ventricular function. The patient was discharged in stable condition.